Event description:
The pt had difficulty with sound perception for two months, a CT scan showed that the implant was in the vestibule, not the cochlea. The pt will be scheduled for explantation and reimplantation.